Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. A ventilator inoperative alarm condition was not confirmed or duplicated. During the evaluation a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and needs to be replaced to address the issue. Additionally, a service required alarm indicating an outlet pressure sensor railed was observed. The device's system board needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed due to a secondary sensor. The device's blower assembly, blower bellows, inline proximal filter and muffler assembly are all contaminated and will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.